Event description:
(B)(4). It was reported that post a coronary artery stenting treatment procedure, the patient experienced a myocardial infarction (mi). The 100% stenosed target lesion was located in the right coronary artery (rca). The reference vessel diameter was 3.0mm and the lesion length was 20mm. Direct stenting was not attempted. A 3.00x20mm liberte stent was implanted. The residual stenosis was 0%. The procedure was technically successful. On the same day as the index procedure, the patient experienced a target vessel related mi. A rise in cardiac markers was observed. No data was provided relative to EKG changes. The location of the mi was the inferior wall. At the time of the event, anticoagulation regimen included clopidogrel and aspirin. The patient was discharged 13 days after the index procedure without angina or silent ischemia. Aspirin 100mg daily was prescribed indefinitely, and clopidogrel 75mg for 12 months and heparin.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4): device not returned for analysis.